Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed irritation all over the torso. Patient's wife reported that she is unsure if the irritation is related to the device. The patient was recommended to use triam cream from physician. The patient reported that the irritation improved and was having no further itching.